Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The connectors on monoblock controller and video switching board were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system displayed a 6600 fault error message when trying to make an exposure. The procedure could not be completed with this system. This resulted in a loss of imaging functionality. There is no report of injury or death.